Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4). On retained kit lot 109069 with the following internal serum/plasma samples: (B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 109069 were reviewed. This lot met the required release specifications. A review of the complaints reported as (B)(6) related to lot number 109069 showed that the complaint rate is (B)(4). The evidence available does not indicate that the product is performing outside label claims. Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
A customer reported a (B)(6) antibody (ab) result on a plasma sample with the alere determine hiv-1/2 ag/ab combo test. Repeat testing of the sample was not performed. Confirmation testing at a reference lab (not otherwise specified hiv test) was (B)(6). The patient was reported as a female that was "most probably pregnant". Patient treatment (art) and outcome are unknown. There is insufficient information to determine if a malfunction occurred.